Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colon stenting procedure. According to the complainant, the indication for stent placement was treatment as a bridge to surgery for partial colonic malignant obstruction. During laparoscopic surgery to remove the tumor and stent, a perforation was noted in the linear rectum. The patient's condition was reported to be stable post-surgery. The physician was unable to conclude whether the stent caused or contributed to the perforation.